Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log indicated that the device was powered on at time stamp 23:54:46. A user selected manual mode which switched the r series from AED mode to manual defib mode. The user then selected the report data button followed by selecting the button labeled test log. The user then selected the energy down button until 30 joules was the selected defibrillation energy and charged the device. The shock button was pressed and the energy was delivered to the patient. The data does not support that the device self-discharged on its own without any user interaction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), self-discharged without any user interaction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.